Event description:
In (B)(6) 2005, I had my right hip replaced with a biomet magnum metal-on-metal hip implant. I have had to have the hip replacement redone after less than 5 years. From what I understand, the metal-on-metal technology has been a failure as has resulted in many hips having to be redone after a short period of time. I was told that this metal-on-metal technology would last me the rest of my life and that has obviously not happened. I has resulted in considerable extra expense, discomfort and inconvenience. Thank you for your help in this matter.